Event description:
On (B)(6) 2006, I had a hernia repaired using prolene mesh 3" by 6". The (B)(4) lot no: uhb619 made by (B)(4). Over 6 months ago, I was diagnosed with another hernia in the exact same area. I was originally told that using mesh would last for over 10 years, was my mesh defective? My mesh lasted only for less than 3 years. Just wondering if there is a recall for this type/brand of mesh. Scheduled for surgery to remove defective mesh.